Event description:
The manufacturer received information alleging a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. On device evaluation the alternating current (ac) port was physically damaged, and the device failed initial power up. The ac inlet connector required replacement to address the issue. However, no repairs were completed because the device was not needed for inventory and was scrapped.